Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this patient was not feeling well so a patient initiated interrogation (pii) was performed on this pacemaker using a communicator. Nothing was detected so the patient was given a new communicator. Nothing was detected using that communicator so the patient went into clinic where it was discovered that this pacemaker was in safety mode upon interrogation with a programmer. It was noted that this patient has pacemaker syndrome, which is atrial-ventricular dyssynchrony, and pocket stimulation. Two weeks later, this pacemaker was explanted and replaced with a new one. This product has been received by boston scientific for further investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was not feeling well so a patient initiated interrogation (pii) was performed on this pacemaker using a communicator. Nothing was detected so the patient was given a new communicator. Nothing was detected using that communicator so the patient went into clinic where it was discovered that this pacemaker was in safety mode upon interrogation with a programmer. It was noted that this patient has pacemaker syndrome, which is atrial-ventricular dyssynchronous, and pocket stimulation. Two weeks later, this pacemaker was explanted and replaced with a new one. This product has been received by boston scientific for further investigation. No additional adverse patient effects were reported.